Event description:
Patient enrolled into the trial. Ipsilateral tia reported. Patient recovered without sequelae. Please reference MDR 2183870-2009-00167 and MDR 2183870-2009-00168 for the protege rx devices used in this procedure.

Manufacturer narrative:
The difference in time frame reporting versus, the event date is due to the board review in 2009.